Event description:
A cook medical micro puncture sheath broke off from the hub while a portion of the sheath remained inside the patient. A small part of the sheath remained outside the body and the doctor was able to retrieve the broken portion intact from the patient with-out any complications or harm to the patient. The doctor used fluoroscopy to verify the entire sheath had been removed.